Event description:
The initial information provided to the manufacturer stated that the hydrophilic coating on the wire became detached and slid into the middle of wire. Therefore, part of the wire was bare. Additional information provided stated that the wire extended in the catheter so that the hydrophilic coating became detached and slid. Therefore, a part of the wire is now bare. No sections of the coating or wire remained inside the patients' body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.